Event description:
It was reported that the patient's pulse rate "goes up and will stay there." The patient has not contacted their physician regarding this matter and no intervention has been taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. 5076-45, implantable pacing lead, (B)(6) 2013; 5076-52, implantable pacing lead, (B)(6) 2013. (B)(4).